Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed system notice 50012 ¿the refrigerant delivery path was obstructed¿ in the beginning of the ablation phase with balloon catheter afapro28 with lot number 66776. The data files showed at least 9 applications were performed with this catheter on the date of the event. A clinical issue was encountered during the case. The system notice is not related to the adverse event. The physical product was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, phrenic nerve palsy (pnp) occurred. The case was completed with radiofrequency. It was noted there was no medicine administered or extension of hospitalization, and the patient was discharged without symptoms, although the pnp remained. No further patient complications have been reported as a result of this event.